Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and customer also states that insulin was squirting out during the manual prime process. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer reports insulin continues to drip after letting go of the act button during the prime process. Insulin pump will be returned device for analysis.

Manufacturer narrative:
Insulin pump received a rewind anomaly due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to loose drive support disk noted.